Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed varying resistance/impedance. The weekly pacing measurement log data showed varying impedance for max v.pace = 348 to 528 ohms range between (B)(6) 2009 and (B)(6) 2011. There was also interference/noise, with a ventricular short interval count v-sic=1.4 counts avg/day, in 275 days, between (B)(6) 2010 20:01:29 and (B)(6) 2011 19:58:44.

Event description:
It was reported that there was a very high sensing integrity counter (sic), however, no oversensing was seen. It was also reported that there was varying impedance. Follow-up that was received from the physician's nurse indicated that the patient would be monitored for further symptoms and that there had been no x-ray ordered. The lead remains in use. No patient complications have been reported as a result of this event.